Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received inappropriate hv therapy due to supra ventricular tachycardia. Programming changes were recommended.